Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported malfunction was not duplicated or confirmed. The device was put through extensive testing yielding no discrepancies. The device's color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.